Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the reservoir was not detected during priming. No further information reported.